Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received vela blender module for inspection and installed a vela unit. After powering up unit in operating mode, immediately o2 leak was reproduced. Findings/root cause: reported complaint condition isolated to a faulty 40 psi pressure regulator. This is known issue with blender assemblies manufactured prior to october 2014 and was corrected by an internal action; the blender assembly being investigated was manufactured in 2009.

Event description:
The customer reported that while in pt use the ventilator low o2 inlet was found to have a leak on it. The ventilator was removed from the pt and the pt was placed on another ventilator. There was no harm to the pt.

Manufacturer narrative:
(B)(4) the carefusion field service engineer evaluated the ventilator and checked the event log alarm o2% range error on (B)(6) and alarm check o2 cal on (B)(6). Calibrated the inlet pressure transducer and the oxygen sensor. Found the blender making a leaking noise at the 40psi reg. Replaced the regulator, issue did not resolve with the regulator replacement and leaking sound still evident. Replaced blender. Completed ventilator performance testing and meets specifications. Evaluation by the carefusion failure analysis tech is anticipated but has not yet begun.